Event description:
The reporter stated that the customer experienced failure code 570 during biomed testing. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.